Event description:
This report is filed because as a thrombus was noted during steerable guide catheter (sgc 40902u107) use. The sgc cannot be excluded as a potentially contributory to the event. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The patient was heparinized during the transseptal puncture and the activated clotting time (act) was at the desirable level. Following, a steerable guide catheter (sgc 40902u107) was advanced into the right atrium without reported issue. Per echocardiogram, a right atrial septum thrombus was visible. There was no thrombus in the left atrium. The dilator was retracted into the sgc and aspiration was performed as the sgc was removed from the anatomy. There was no more thrombus in the right atrium, however, a thrombus remained on the sgc hemostatic valve. The sgc was discarded. A new sgc was prepped and inserted into the left atrium without further issue. The first clip delivery system (cds 41028u117) was implanted on the central/lateral mitral valve leaflets without reported issue. During preparation of a second cds, the first clip (cds 41028u117) detached from the posterior leaflet but remained on the anterior leaflet (single leaflet device attachment/slda). A second clip was successfully implanted on the medial side of the slda clip and a third clip was successfully implanted on the lateral side of the slda clip, stabilizing the first slda clip (cds 41028u117). The procedure was considered complete and mr was reduced to 1.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There were no allegations against the steerable guide catheter (sgc) and it was reported that in the physicians opinion, the thrombus was not related to the sgc. It should be noted that the reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances, as the sgc was continuously aspirated while being removed from the patient anatomy in order to remove the thrombus. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Estimated age (year of birth reported as (B)(6)). Event description continued: there was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip (cds 41028u117) referenced is filed under a separate manufacturing report number.

Event description:
Subsequent to the initial medwatch report, additional information was obtained:there was difficulty keeping the sheath and needle in place during the transseptal puncture. Eventually, the puncture was successful. The puncture was 4.4 centimeters (cm)s above the line of coaptation. Per the study physician, the thrombus was not related to the steerable guide catheter. There was no additional information provided.